Manufacturer narrative:
The investigation determined the service actions resolved the issue. Medwatch field g4. Has been updated.

Manufacturer narrative:
The field service engineer determined water was dripping into cells due to deterioration of a cell cleaning mechanism suction tube. The suction tubes were replaced. The cell wash and external reagent probe wash volume was adjusted. No water was observed dripping from the nozzle of the cleaning mechanism during mechanical checks. Controls were measured and there were no abnormalities.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with phos2 phosphate (inorganic) ver.2 on a cobas 8000 c 702 module. The sample initially resulted in a phosphate value of 2.19 mg/dl and this value was reported outside of the laboratory. The sample was repeated, resulting in a value of 3.76 mg/dl. The repeat value was also reported outside of the laboratory. The phosphate reagent lot number was 532805. The reagent expiration date was requested, but not provided.